Event description:
A customer reported activating a pod on (B)(6) 2011. His bg level was within normal range all day until 9:00 pm when his bg read 457 mg/dl. He administered a correction bolus of 3.65 units. For the next 19 hours, his bg range from 432 mg/dl to 500 mg/dl and a total of 32,55 units of insulin was administered. The customer's pdm history shows a meter error 1 and meter error 3 occurred at 12:20 pm and 12:21 pm, respectively on (B)(6) 2011. At 4:00 pm on (B)(6) 2011, he "left for the emergency room which led to [his] hospitalization with a bg level of 900 mg/dl."

Manufacturer narrative:
The pod was not returned for eval. Therefore, we are unable to confirm any product malfunction that may have caused or contributed to the customer's high bg levels and resulting hospitalization. A review of product lot qualification records could not be performed since no lot number was provided. The omnipod's user guide has a section that discusses "errors, advisories, and hazard alarms." A "meter error 1" can indicate the following: blood sample is too small, problem with the test strip, problem with the meter, or very low blood glucose (less than 20 mg/d). User's are instructed to follow their hcp's advice for treating hypoglycemia if symptoms such as weakness, sweating nervousness, headache or confusion are present. If this is not the case, then users are advised to conduct a control solution test using a new strip. If the results of the control solution test are within the range printed on the side of the test strip vial, retest using blood and a new test strip. If the control solution test does not work or the error persists, users are instructed to call customer care. A "meter error 3" may indicate: incorrect test procedure (e.g., putting blood on test strip before inserting strip into meter, or applying blood before the "blood drop" and "test strip" symbols display), problem with the test strip or meter. Users are instructed to perform the above control solution test and to make sure the symbols appear prior to applying blood or the control solution. The user guide strongly recommends that users check their blood glucose "at least 4 to 6 times a day" in order to avoid lows and highs and so they can act quickly and appropriately to out of range results. The user guide warns that results 250 mg/dl and greater means hyperglycemia and advises to treat as follows: check for ketones, if negative then continue treating for high blood glucose; if ketones are positive and are feeling nauseated or ill, contact an hcp for guidance. If ketone are present, but you are not feeling ill, then replace the pod using a new vial of insulin. Check bgs again in two hours; if after a total of 4 hours bgs have not decreased then call an hcp immediately.